Event description:
A (B)(6) old male patient contacted zoll customer support to report a damaged response module. The patient reported that the monitor continued to prompt for a response, regardless of whether the response buttons were being pressed or not. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response module / does not recognize when response buttons are pressed) has been confirmed. Upon evaluation, the rear response button was intermittent in function. The cause for the intermittent function is a defective switch. The root cause for the defective switch cannot be positively identified but is likely random component failure. No adverse event resulted from the defective response button. The patient received a replacement monitor.